Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information by a nurse from the USA of patient who made a mistake/touch contamination/did not wear mask and peritonitis with culture positive for serratia in coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On unreported dates, the patient made a mistake/touch contamination/did not wear mask. On (B)(6) 2011, the patient experienced peritonitis. Treatment information was not reported. The patient was not hospitalized and was recovering. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis with culture positive for serratia was not related to dianeal therapy. The causality for the event of patient made mistake/touch contamination/did not wear mask was not provided.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11d26079, h11f09054, h11h02022, h11f28047 and h11h18044 with no exceptions observed related to the reported condition. The complaint was confirmed. The cause of the use error which resulted in the peritonitis was undetermined. The label review found the labeling adequate for the use error in this complaint.